Event description:
The bipolar would not articulate properly in the cup. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.